Event description:
It was reported, during surgery, the surgeon noted that the target device has a crack in its carbon curve. Therefore, an exact locking is not possible. Another one was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.